Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The asymptomatic patient presented for routine follow-up where it was determined the patient¿s implantable cardioverter defibrillator was in back-up vvi. The engineering test page was accessed allowing a download of firmware. Subsequent to the download, a normal interrogation was performed establishing the device was programmed as intended. The patient was stable throughout.